Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure on the right breast with a saline mentor smooth round moderate plus profile 300cc and experienced deflation on the right breast implant. As a result, the patient had undergone bilateral explantation and replacement with saline mentor smooth round moderate plus profile 450cc catalog number 3502400 on the right breast and with saline mentor smooth round moderate plus profile 450cc catalog number 3502400 on the left breast on (B)(6) 2017.

Manufacturer narrative:
On 06/22/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. During visual evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed a rent on the anterior aspect, measuring approximately 0.1 cm. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 6879422 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the white material. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/28/2018, mentor has received information that the device history record (DHR) of lot number 6879422 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date is 07/11/2014 and the sterilization expiration date is 07/11/2018. On 02/28/2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).